Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. A review of the device history record revealed no exception documents. Complaint database was reviewed and found no similar complaints for this lot number. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. Similar devices underwent various testing protocols to determine root cause(s). The root cause of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation, method: other - the device history record was reviewed. The complaint database was reviewed.

Event description:
The rotator broke during an abdominal angiography procedure. No harm or injury was reported.